Event description:
It was reported that the pin of the device was broken during impacting with the hammer in the medical procedure. The surgeon continued to op without spare product.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The device was returned with the head of one of the captive pins fractured from the device. The damage to the device renders it non-functional. The event was confirmed. The investigation determined the root cause of the event to be repeated overloading of the pins by impaction and extraction which is the intended use of the instrument. A CAPA was initiated in 2003 to address the failure of the pin heads during impaction and extraction. Changes implemented 9-feb-2006, modified the design of the device to remove the heads of the captive pins. The subject device was manufactured prior to these corrective actions. If additional information becomes available, this investigation will be reopened .

Event description:
It was reported that the pin of the device was broken during impacting with the hammer in the medical procedure. The surgeon continued to op without spare product.